Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's mother that the patient had an episode of tachycardia but there were no corresponding episode(s) stored in the memory of the implantable loop recorder (ilr) when the patient was seen in the clinic. It was also noted that the patient had 1,888 episodes since implant and ECG detail was only available on some of the episodes. Technical services discussed device memory and encouraged the use of a carelink monitor. Device settings were adjusted. No further patient complications have been reported as a result of this event. The ilr remains in use.